Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not able to be interrogated while still in package prior to procedure. The device was not used. There was no patient involved.

Manufacturer narrative:
The reported inability to communicate was confirmed in the laboratory. The device was tested on the bench and a hybrid anomaly was noted. The cause of the field event was due to a hybrid anomaly.